Manufacturer narrative:
Section a4 and a5: unknown/ not provided section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the catalys procedure was completed successfully. During the subsequent cataract surgery in the operating room, a posterior capsule tear was identified intraoperatively during phacoemulsification. As a result, a portion of the lens nucleus fell into the posterior chamber. The anterior capsule and the capsulorhexis were reported to be intact. Doctor used a different intraocular lens than originally planned and implanted the lens in the sulcus rather than in the capsular bag. A vitrectomy was performed. The patient is being referred to a retina specialist. The physician stated that the posterior capsule tear was not attributed to the catalys laser and was most likely associated with hydrodissection or the phacoemulsification step of the procedure. No additional information was provided.